Manufacturer narrative:
This device has not yet been received; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).

Event description:
The complainant reported that during preparation for a ureteroscopy procedure, while testing a stone retrieval grasping forceps for use, it was observed that the device did not work smoothly and the grasping forceps detached from the device at the handle. The procedure was completed with another stone retrieval grasping forceps with no complications to the patient, who was reported to be "stable", post procedure.